Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9617 driver shaft could not disconnect from an ar-9620-10d drill. This was discovered during a reverse shoulder arthroplasty procedure on (B)(6) 2021.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the ar-9620-10d and ar-9617 were returned assembled and could not be disassembled by hand. Abrasion marks were observed on the od of the ar-9617. The devices were separated with the help of tools. The spring was still in its groove but was found to be damaged. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.